Manufacturer narrative:
The device reference in this report was returned to olympus for evaluation. The evaluation found no damage in the instrument channel. The instrument channel was examined with the use of boroscope and checked for scraping or any other damage. No anomaly was found that could cause the reported event. The exact cause of the reported event could not be conclusively determined, but user error could not be ruled out as a contributory factor to the reported event. The instruction manual instructs users to inspect the device prior to the use by inserting an endotherapy accessory though the biopsy valve to confirm that it extends smoothly from the distal end and to make sure that no foreign objects come out of the distal end. (B)(4).

Event description:
Olympus was informed that a portion of the tue sheath from an extraction balloon was dislodged from the distal end of the colonoscope and fell inside the pt's colon during a colonoscopy procedure. The tube sheath was approximately 2 inches in length, and was used on a previous procedure. The tube sheath was retrieved and was to be cultured by the user facility. The colonscope was previously used in three procedures and one of which ws an endoscopic retrograde cholangiopancreatography (ercp) procedure that involved an extraction balloon. There was no pt harm reported. Olympus followed up with the user facility via telephone and in writing to obtain additional info regarding this report, but with no results.